Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after deployment of the first transcatheter bioprosthetic valve, the position of the valve was high (having moved above the annular position upon release) and moderate to severe aortic insufficiency (ai) was noted. A second valve was placed and the ai was reduced to mild. No adverse patient effects were reported.